Manufacturer narrative:
Aproximation based on lack of infomation.

Event description:
It was reported a distal femur plate that broke off 6 months ago.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. This complaint has been re-opened as the peri-loc locking plate should be returned. As of today, no product was returned. Therefore, the clinical evaluation noted there was no change to previous report/assessment. No further medical assessment is warranted at this time. Without the actual product involved and no batch information available, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The provided unidentified/undated post-revision imaging supports the implantation of the locking plates with multiple screws. The images pre-(2nd) revision dated (B)(6) 2018 identify continued non-union of the complex right distal femur fracture as well as the fractured locking plate. No further clinically relevant documentation, operative details, planned future interventions, lot number, or explant was provided for evaluation and/or inclusion in this medical investigation. In conclusion: based on the provided (B)(6) 2017 op-note excerpt and imaging dated (B)(6) 2018, it was concluded that the continued non-union of the complex right distal femoral fracture was most likely the contributing factor of the fractured locking plate. The patient impact beyond the reported pain and fractured locking plate cannot be concluded. It remains unknown if any additional medical/surgical interventions have been performed. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.